Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the healicoil anchor broke when it was screwed into the patient's body. All the pieces were removed from the patient by tweezers. The procedure was completed with non-significant delay using a back-up device. Patient status is good. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device is not in its original packaging. The insertion device was returned with pieces of the fractured anchor. There is a fragment of suture attached to the returned anchor fragment. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that that the tensile strength has been established. Also, material certificate of analysis (coa) is required for raw material. A clinical review states the provided photos were reviewed, but do not aid in the clinical investigation of the root cause of the breakage. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.